Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, approx seventeen minutes into the procedure, there was a low-water level alarm and the console would not let the case proceed. The heat exchanger cartridge could not be refilled as it was full. The console was restarted and there was no change. The physician removed the prolieve catheter and noted a slight tear in the compression balloon. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
The lot number (615623) provided by the end user could not be confirmed; therefore, the device MFR date and expiration date cannot be determined. The device has been rec'd, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).